Event description:
Wheelchair reported to have swerved right, hitting a curbstone. The user fell out of the chair upon the wheel hitting the curbstone. Cast is reported to be on the injured's right, upper extremity. No further medical information available at this time.